Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Pump error alarm during the rewind test due to corroded motor home switch. Unable to verify pump error, failed battery test alarm and perform the functional tests, including the self-test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error and failed battery test. The customer¿s blood glucose level was 365 mg/dl at the time of the incident. The alarms were not resolved. The customer treated blood glucose readings with a syringes. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.